Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio if product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the abbott diabetes care (adc) device. The customer's caregiver mentioned that the ¿sensor had come out of the applicator¿ before the assembly of the device and therefore could not use device to monitor their glucose. As a result, the customer experienced loss of consciousness and was unable to self-treat. The customer was given glucagon by a third-party for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported an issue with the abbott diabetes care (adc) device. The customer's caregiver mentioned that the ¿sensor had come out of the applicator¿ before the assembly of the device and therefore could not use device to monitor their glucose. As a result, the customer experienced loss of consciousness and was unable to self-treat. The customer was given glucagon by a third-party for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visually inspection has been performed on the applicator and no issues were observed. Applicator had not been fired and sheath was locked. Sensor patch was seated in the applicator combined with the sensor plug and sharp. Sensor pack (B)(6) has been returned and investigated. Visually inspection has been performed on the sensor pack and minor damage was observed on guide ribs. Damaged initial lock ledges and transition features were observed upon visual inspection of the sensor pack. It was observed that the lid was completely peeled off and the platform slides up and down completely. The observed minor damaged to the guide rib did not impact on the functionality of the platform. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor and no issues were observed. The sensor plug is properly seated. The reported issue could not be reproduced. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.